Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that a 1104 "backup alarm failed" alarm error occurred. The customer also verified that the 1104 error code was logged in the significant event log and requested the part number of the replacement motor controller (mc) printed circuit board assembly (pcba) according to the v60 service manual. The remote service engineer (rse) provided the customer with the part numbers of the replacement mc pcba and central processing unit (cpu) pcba for repair. The customer ultimately ordered, installed, and reprogrammed the replacement cpu pcba, after which the issue was resolved. The customer also successfully enabled the option codes for the cpu pcba. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.